Event description:
Event description guidant received information that while this patient was undergoing chemotherapy, his rate fell to 30 and the patient became lightheaded. It was unclear as to whether these were paced or sensed beats. Device interrogation reported normal device measurements and isometrics did not elecit any oversensing.